Event description:
A punctur-guard revolution holder failed to blunt and release a blood collection needle. The user attempted a manual needle removal, thinking the needle was blunted. The user scraped the hand and drew blood.